Event description:
It was reported that, before an ukr surgery, navio booted fine; however, as soon as getting to 'begin case' the following warning was displayed: "ups communication failure". The system was rebooted twice and had the same error after selecting 'begin case'. After checking and reseating ups-cpu usb cable, then on start up had following error "an error occured during initialization: internal power system comm connection error. (Errcode = 400000004)", and linux code at boot. After testing, it was found out that was only giving errors and failing to reach splash screen when plugged into one extension cable socket, the other socket would boot perfectly fine with no errors. Although a navio-assisted uni had been planned, as the patient had grade IV chondropathy in the lateral femoral condyle and patello-femoral joint defects, the surgeon decided to go straight to manual tkr surgery, so the navio unit was not required. Therefore, the allegation did not have any consequence on the patient.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation:the device, intended to use in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found 9 (nine) similar reports, this issue will continue to be monitored. There was no lot number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The surgical user's manual released at the time of the complaint (pn 500097 rev e) provides instructions for the user in the " troubleshooting information¿ section: "computer does not start when is pressed on ups. Press on the computer. Verify that the power cord is connected securely to the system cart and to a hospital grade power outlet." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "per the field report, there was no impact on the case/no patient impact/involvement or delay due to the reported event. No further medical assessment is warranted at this time." Should any additional information be provided, this complaint would be re-assessed. The subject device was not made available to the designated complaint unit for evaluation and thus visual and functional inspection could not be performed. This failure is an identified failure mode within the risk assessment. It was reported that after changing the extension cable socket, the system booted. Therefore, it is likely that there was no issue with the system and there was an issue with socket used. The root cause was established to be undetermined after investigation. No containment or corrective actions are recommended at this time.